Event description:
It was reported that the pacer dependent patient experienced syncopal episodes and dizziness. Upon interrogation, myopotential oversensing was observed on the implantable cardioverter defibrillator. Programming changes were performed on the device successfully. The patient's condition was good.

Event description:
New information received notes that the patient still experienced syncopal episodes due to myopotential oversensing on the implantable cardioverter defibrillator. Programming modifications were performed. The patient was sent home on a monitor to ensure resolution.